Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted. During the procedure, the activated clotting time (act) level was above 250 seconds. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6) 2022 during the 45-day follow-up, a thrombus was seen using transesophageal echocardiogram (tee). The patient was prescribed oral anti-coagulants for 2 months, and a repeat tee was planned. There have been no other adverse effects reported, and the patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.